Event description:
A j-tip chest tube was found disconnected at blue/white connector. The pigtail portion remained in the patient. There was no harm to patient. It required removal and replacement by the interventional radiologist. This was one of a few events where the same model chest tube broke at the same juncture.we have removed this product from use and returned this catheter to the manufacturer for product failure analysis.I do have photographs if you wish.======================manufacturer response for chest tube, felmixa nonlicking apd j-tip 12fr x 25 cm (per site reporter).======================have asked boston scientific to share results of the analysis.